Manufacturer narrative:
The referenced previously performed distal end percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2017-01896. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with the lvad system producing multiple low flow alarms, low speed advisories, and pump stoppages since (B)(6) 2017. These occurred while the lvad system was on power module and patient cable support. No clinical symptoms were reported. Technical services¿ review of the submitted log file and confirmed the pump stoppages. A previously reported distal end percutaneous lead (driveline) replacement was performed in (B)(6) 2017. From review of images of the previous replacement, it did not appear that there was a sufficient amount of driveline available to attempt another replacement. Two ungrounded patient cables were provided to the hospital. On (B)(6) 2017 technical services performed an external distal end percutaneous lead (driveline) replacement.

Manufacturer narrative:
The reported pump stoppages were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. The center submitted a system controller log file dated from (B)(6) 2017 through (B)(6) 2017 for review. It should be noted that speed drops and pump stoppages were captured on 11/10, 11/13, and 11/15, resulting low speed/low flow hazard alarms. The patient was supported by power module at the time, and the pump resumed operation at fixed speed after the events without issues. There were no other unusual events noted in the event history. Based on previous complaint experience, the event appeared to be consistent with potential driveline issues. Review of the submitted photos noted damage to the gray shrink tubing present on the proximal side of the repair site however, the images were inconclusive for any compromises to the integrity of the wires. The x-rays provided were inconclusive for any areas of potential wire compromise. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was initially reported that on (B)(6) 2017 technical services performed an external distal end percutaneous lead (driveline) replacement. However, no driveline replacement was performed. The patient was sent home on an unspecified date with ungrounded patient cables. It was reported that the plan was for the patient¿s lvad system to remain on ungrounded patient cables.